Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that no trend arrow was displaying on screen, despite elevating glucose values that occurred on (B)(6) 2016. The sensor was inserted in the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional even or patient information is available.